Manufacturer narrative:
UDI # (B)(4). The device was returned for evaluation. Upon evaluation, the left bracket of the unit was stuck in position and unable to be adjusted. The unit was received with the shock cushion worn from routine use. The shock cushion and 1/4 inch pin were worn and the adjustment wrench had worn threads. The unit was also received without the 6-inch transitional. Serial number (B)(6) was identified by service and repair as well as lot code 074 indicating a 2007 manufacture date. The reported complaint was confirmed via inspection of the unit. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00308.

Event description:
This is 2 of 2 of reports. A customer reported that the a2101 mayfield ultra base unit would not lock to the table. There was no known patient injury nor delay in surgery.